Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and high r-wave sensing. The lead was repositioned on (B)(6) 2021. The patient had no adverse consequences.